Event description:
Pt implanted with rods, pangea screws and locking caps for an l4-l5 on (B)(6) 2011. During a follow up visit, it was noted on x-ray that the right l4 locking cap was loose. During revision surgery on (B)(6) 2011, it was discovered that the reason the locking cap was loose was because the collet was turned inside the head of the polyaxial screw. This did not allow the rod to seat all the way and the locking cap could not be final tightened. This occurred during the original procedure but was not discovered until revision surgery. Surgeon removed and replaced the right l4 and l5 locking cap, right l4 screw. The right l5 screw remained intact and the rod was re-implanted. The right l4 screw is available for return, the locking caps will not be returned. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.